Event description:
It was reported that during a craniotomy procedure, the drill bit broke and remained inside the patient¿s skull bone. It was also reported that the surgeon did not realize the breakage at the time. It was further reported that a week later, a revision surgery was performed to remove the broken fragment.

Manufacturer narrative:
H6; the reported event, for drill breakage, was confirmed by way of photographic evidence provided. The drill reported involved in this event was not returned for evaluation. Without the device, the root cause cannot be determined. H3 other text : device discarded by customer.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device was discarded.

Event description:
It was reported that during a craniotomy procedure, the drill bit broke and remained inside the patient¿s skull bone. It was also reported that the surgeon did not realize the breakage at the time. It was further reported that a week later, a revision surgery was performed to remove the broken fragment.